Event description:
The customer reported the system displayed a software corruption error message. The field engineer reported that this error resulted in the system not being able to boot completely. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was evaluated, replaced and reformatted. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.